Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "broken cable" was confirmed during device evaluation. During visual inspection the ac power cord was found out to be broken. The device was returned unrepaired. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump that does not function with a broken cable. It is unknown when this condition occurred in the emergency room department. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.